Event description:
Reporter stated that he bottomed out and tried to test his blood glucose levels on the aviva meter but could not because it produced an error message. Reporter stated that he felt hypoglycemic as he was weak and had a cold sweat. Reporter stated that his wife gave him a (B)(6) to eat as he would have been incapable of getting them for himself. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.